Event description:
It was reported that during the insertion procedure the physician encountered a problem with the sheath. It was too short to traverse a lesion to achieve placement. Due to this difficulty the physician opted to use a two guidewire technique. One of the wires punctured the vein somewhere prior to the superior vena cava. The arterial lumen of the catheter followed the wire outside the vein into the chest cavity. The physician aspirated blood from both ports and concluded accurate placement of the catheter. The pt expired the next day during dialysis when the returning blood through the arterial port flooded the chest cavity.